Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-03843, 2134265-2015-03842 and 2134265-2015-03738. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to perform automatic pullback. However, it was noted that the catheter was not recognized four to five times repeatedly. Also, it was noted that the automatic pullback could not be performed. The catheter was exchanged;however, it did not resolved the issue. The simulator was recognized. No patient involved.